Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: brief inquiry description: microbubbles in arterial line, 2 streamline bloodlines. Detailed inquiry description: microbubbles in arterial line, 2 streamline bloodlines 2096a. Two incidents involving patients. Nurse was able to continue treatment but had to lower blood flow rates by almost 100 but still had bubbles. They had to monitor carefully and pull air out of venous chamber during rx, then do an open return of the blood. No injury reported.